Manufacturer narrative:
As reported, the .014 180cm stabilizer steerable guidewire (sgw) kinked in the left anterior descending (lad) and while trying to be removed, it broke off partially in the aorta and lad. Therefore, a non-cordis snare was used to successfully capture and removed the broken wire. There was no reported patient injury. The device was intended to be used in a catheterization procedure. Multiple attempts to obtain additional information were unsuccessful. The device was not returned for analysis. A product history record (phr) review of lot 35236752 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis, the reported customer event ¿guidewire ¿ kinked/bent - in patient¿ and ¿guidewire - fractured-separated - in patient¿ could not be confirmed and the exact root cause could not be determined. Procedural/handling factors may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If the tip becomes fixed within the vasculature, advance the balloon catheter as distally as possible, gently pull the guidewire back into the balloon catheter and withdraw the balloon catheter/guidewire system as a unit - never torque the guidewire if the tip becomes fixed.¿ neither the phr review nor the information available suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35236752 presented no issues during the manufacturing process that can be related to the reported event. Event date is currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the .014 180cm balanced performance (bp) stabilizer straight steerable guidewire (sgw) kinked in the left anterior descending (lad) and while trying to be removed, it broke off partially in the aorta and lad. Therefore, a non-cordis snare was used to successfully capture and removed the broken wire. There was no reported patient injury. The device was intended to be used in a catheterization procedure. The device will be returned for evaluation.